Event description:
The customer contacted baxter's service center regarding air in the patient line during therapy the previous night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The cause of the air in tubing was undetermined. If additional relevant information is received, a supplemental medwatch will be filed.